Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and observed the results were erratic. The fse performed multiple intervention. The fse replaced the ise (ion selective electrodes) sodium, potassium, chloride reference cables and heat exchanger block to resolve the issue. The fse performed verification successfully without further issues. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generation of erroneous ise (ion selective electrodes) for sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic.